Event description:
The flyte hood was sent for evaluation due to an unknown substance falling off of the hood and into the surgical site and sterile fields during a procedure. The procedure was completed with the same equipment without any procedure delay. No adverse event was associated with the device. No further information has been provided.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.